Event description:
It was reported that during procedure the padlock clip device was correctly placed on the endoscope. At the moment of release, the handle makes a 'click' sound, but the clip is not released. It was necessary to remove the endoscope, put it in another device, and start again, all during active hemorrhage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).